Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for undefill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 260774. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were experiencing underfill. The following information was provided by the initial reporter: material no. 367861, batch no. 9004666. It was reported tube was not filling up. We are experiencing some intermittent issues with our mauve tubes. When the girls put the tune into the barrel, there is no blood flowing, even though they are in the vein. If they remove it and pop a new mauve on it flows right away. It has happened 4-5 times in the last few weeks in our out patient labs. I asked the stay to be aware and let me know if it happens again. I have pulled a few tubes, but they are not necessarily affected. We don¿t know until we try to use it and it doesn¿t work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were experiencing underfill. The following information was provided by the initial reporter: material no. 367861, batch no. 9004666 it was reported tube was not filling up. We are experiencing some intermittent issues with our mauve tubes. When the girls put the tune into the barrel, there is no blood flowing, even though they are in the vein. If they remove it and pop a new mauve on it flows right away. It has happened 4-5 times in the last few weeks in our out patient labs. I asked the stay to be aware and let me know if it happens again. I have pulled a few tubes, but they are not necessarily affected. We don¿t know until we try to use it and it doesn¿t work.

Manufacturer narrative:
Describe event or problem: it was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were experiencing underfill. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 367861, batch no. 9004666. It was reported tube was not filling up. We are experiencing some intermittent issues with our mauve tubes. When the girls put the tune into the barrel, there is no blood flowing, even though they are in the vein. If they remove it and pop a new mauve on it flows right away. It has happened 4-5 times in the last few weeks in our out patient labs. I asked the stay to be aware and let me know if it happens again. I have pulled a few tubes, but they are not necessarily affected. We don¿t know until we try to use it and it doesn¿t work.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were experiencing underfill. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 367861, batch no. 9004666. It was reported tube was not filling up. We are experiencing some intermittent issues with our mauve tubes. When the girls put the tune into the barrel, there is no blood flowing, even though they are in the vein. If they remove it and pop a new mauve on it flows right away. It has happened 4-5 times in the last few weeks in our out patient labs. I asked the stay to be aware and let me know if it happens again. I have pulled a few tubes, but they are not necessarily affected. We don¿t know until we try to use it and it doesn¿t work.